Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient experiencing fluttering. It was suspected by physician that there could be an issue with the right atrial (ra) and right ventricular (rv) leads. No additional information is available.